Event description:
It was reported that the dignishield not maintaining appropriately with stool leakage around the system. The customer attempting to assess the balloon, the appropriate port was not present on the system and was taped over with a hole present at the port site, as noted in the picture attached. Upon formally assessing the system on turning, the balloon was noted not to be inflated and bms was removed. Bms was noted to have been placed on 01jan2025. Sticker on system noted placement on 04jan.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield not maintaining appropriately with stool leakage around the system. The customer attempting to assess the balloon, the appropriate port was not present on the system and was taped over with a hole present at the port site, as noted in the picture attached. Upon formally assessing the system on turning, the balloon was noted not to be inflated and bms was removed. Bms was noted to have been placed on (B)(6) 2025. Sticker on system noted placement on (B)(6).